Manufacturer narrative:
Additional manufacturing narrative: multiple cables were returned for evaluation. Three out of the five cables failed continuity testing due to a partially broken philips connector; causing an open connection inside the philips connector. The cables provided audible and visual error messages. The other two cables functioned as designed.

Event description:
The facility reported error messages (no sensor, sensor off , sensor malfunction, spo2 searching) for multiple cables. No patient impact or consequences were reported.